Event description:
Event description cpi received information that while trying to interrogate the implantable cardioverter defibrillator (ICD) a 'possible device malfunction' message was noted. The physician was unable to successfully clear the fault. When questioned, the patient recalled receiving a recent shock that did not feel as strong as previous shocks.